Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The sample was returned for evaluation. The investigation is unconfirmed for leaks as no leaks were observed upon inflation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The conquest pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that the pta balloon was advanced to the target lesion. When positive pressure was applied to the balloon, water was leaking from the inflation port. There was no patient injury.